Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-sensed t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. The device remains implanted.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. The device remains implanted. New information notes another instance of t-wave oversensing. The asymptomatic patient presented in clinic after receiving a patient notifier. The device was post-paced t-wave oversensing on the ventricular channel. Review of the stored electrograms confirmed the presence of t-wave oversensing. Programming changes were recommended. It was later reported that the programming changes were not made. The patient is fine and will continue to be monitored.